Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. Following implantation, the tissue cuff was reportedly protruding or had migrated. In addition, the catheter was obstructed. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, that skin erosion which required additional medical intervention and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. B1, b2, b5, d1, d4 (medical device catalog #, unique identifier (UDI) #), g3, h1, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. Following implantation, the tissue cuff was reportedly protruding or had migrated. In addition, the catheter was obstructed. However, the current status of the patient is unknown.